Manufacturer narrative:
The customer contacted olympus technical assistance support. Olympus technical assistance support instructed to verify the light source cable maj-1959 was terminated correctly at processor and light source. Issue occurs across all scopes. Performed a complete white balance on the color red then the color white. Instructed contact to form his hand to simulate a mucosa and insert distal tip into his hand. Also on the color/bright tab in user settings on processor manipulated the mode, iris and iris area through the different available settings. Also changed the acg max gain from +6 to +12.. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image too bright during an unspecified procedure involving an olympus xenon light source, which was completed with a similar device. There was no patient injury reported.